Event description:
The purchasing assistant for the facility reported that the doctor used a 10fr surgical drain during surgery and the patient returned three months later for a post op check complaining of neck pain. The purchasing assistant reported that an x-ray was conducted and showed that part of the drain had broken off and was still in the patient's neck.

Manufacturer narrative:
The device manufacturing records were reviewed and all processes and tests were within acceptable limits.the purchasing agent reported that the patient is doing well.